Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer inserted a sensor and the entire sensor was pulled off. The customer also reported receiving repeated lost sensor alarms. At the time of the report, no sensor was connected to the customer's body, and her blood glucose was 170 mg/dl. Nothing further reported.